Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.